Event description:
The customer reported the system would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. See scanned page.